Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intentionally delivered large amounts of insulin and the blood glucose (bg) level dropped to 10 mg/dl. The customer was hospitalized and was in a coma/unresponsive. The contact did not know what was done to treat the low bg prior to the hospitalization. The contact reported that the low bg was not related to the pump or supplies. The customer was treated with an insulin drip and at the time of the report was still hospitalized. Although requested, additional information regarding the event and discharge date were not provided.